Event description:
It was reported that about one week post implant of the implantable cardioverter defibrillator (ICD) the patient's skin was reddened and an infection was suspected. The patient received oral antibiotics and the ICD remains in use. The patient is a participant of the refine ICD clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).